Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4). Remains implanted.

Event description:
It was reported that the patient underwent a right total knee arthroplasty on an unknown date. Subsequently, patient underwent a manipulation of the right knee under anesthesia to increase flexion. Patient also received a steroid injection to right knee for ongoing pain. No further information has been reported